Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: -no openings or issues related to deflation device were observed.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device was explanted.